Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the audible alarm coming from the back plane pcb when the unit is powered off. Per error logs and service manual, the fse replaced error related pcb assemblies: solenoid control pcb, rohs; power management exch pcb, rohs; exec processor exch pcb; backplane pcb, rohs and front end pcb, rohs. Additionally, the unit would not boot up and was stuck in maquet image; therefore the fse replaced the video generator pcb and reinstalled software to latest revision. The fse performed full functional test and calibrations. The iabp unit was cycled overnight on simulator and test balloon and passed all functional checks and is ready for patient use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has a constant alarm when turning off the unit. This also started happening on boot up as well. This event occurred before use on a patient. There was no patient involvement., thus no adverse event was reported.